Manufacturer narrative:
An event regarding loosening involving a triathlon patella was reported. The event was confirmed. Method & results: device evaluation and results: no bone ingrowth is visible on metal surface while the poly surface has a pristine appearance. Dimensional analysis could not be performed due to the adhered bone. A review included in the DHR did not indicate any evidence of a dimensional issue. Medical records received and evaluation: a medical review was performed and concluded: "device-related factors have no role in such scenario¿s because the underlying problem to cause the overload condition across the patellar component bone interface is located outside the device in the soft tissues of the extensor tendon mechanism of the knee. It is the surgeon¿s responsibility to obtain proper ligament balance in the extensor tendon mechanism during surgery with optimal tracking of the patellar component. This pi case is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and concluded that this case was not device related. The exact cause of the event however could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
We had a knee revision today for a loose and displaced patella component. The patient was post op approximately 7 weeks. The patella component was removed and replaced with a cemented 38mm asymmetric patella.

Event description:
We had a knee revision today for a loose and displaced patella component. The patient was post op approximately 7 weeks. The patella component was removed and replaced with a cemented 38mm asymmetric patella.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.